Event description:
A malfunction was reported with the pump, identified by a malfunction code of "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset process. The malfunction code did not recur, allowing the customer to continue using the pump, and they were advised to call back if any further issues arose.